Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level displayed as ¿high¿; specific value was not provided. Customer administered a correction injection to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.